Event description:
It was reported that the patient experienced pain at the IPG site due to IPG flipping in the pocket. As a result, surgical intervention was undertaken wherein the IPG was explanted and replaced.

Manufacturer narrative:
The date of event is estimated.Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.